Manufacturer narrative:
Additional contact information: direct: (B)(6).

Event description:
Information was received indicating that a smiths medical, cadd-legacy plus, mdl 6500, pump was alarming no disposable, pump won't run. Per reporter the following steps were performed to attempt to clear the alarm, the settings were reviewed, the pump turned off, tubing clamped, then the cassette was removed and tubing massaged. Per reporter the device also exhibited bubbles in the cassette tubing, to resolve the bubbles in the tubing the reporter tapped the cassette on a hard surface and reattached the cassette. The pump reportedly was then restarted and alarmed upon startup, the attempts to clear the alarm were repeated however the alarm persisted. Per reporter residual volume was 7.6, rate: 2.2, and 94.4 was given. No adverse patient effects were reported. Per reporter, no additional information is available at this time.